Event description:
It was reported the the cs300 intra-aortic balloon pump (iabp), has a battery run test error. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon the receipt of additional information. Not returned to manufacturer.

Manufacturer narrative:
Updated fields - b4, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge contacted biomed and cath lab staff multiple times over the course of 2 months. Device cannot be located. The service ticket was closed and monitored future issues with the device. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.